Manufacturer narrative:
Device lot number, or serial number, unavailable at the time of filing. No parts returned to the manufacturer for analysis. Device manufacturing date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the probe instrument was damaged. Additionally, the damaged probe was able to pass verification. It seemed that only one sphere's holder was damaged. There was no patient present when this issue was observed.

Manufacturer narrative:
The probe was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.